Manufacturer narrative:
On (B)(6)2019 , the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found, ¿the hemostatic valve collapsed into the hub. Friction ring is still intact.¿ these findings have been reviewed and assessed as not reportable since the findings indicate the device integrity maintained and no internal components exposed to patient, therefore, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the hemostatic valve broke upon insertion of the dilator. Additional information received indicates the hemostatic valve did not break into two or more separate pieces, the hemostatic valve did not become detached from the sheath and there was no excessive bleeding. On 5/16/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found, ¿the hemostatic valve collapsed into the hub. Friction ring is still intact.¿ these findings have been reviewed and assessed as not reportable. Device evaluation details: the device evaluation was been completed on (B)(6) 2019. The device was inspected and the hemostatic valve was observed collapsed into the hub and the friction ring was observed intact. Due to this condition, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of rupture and mechanical damage on the surface of the hemostatic valve. It is possible that the damage was generated with an unknown object. No other anomalies were observed. This finding of a rupture on the surface of the hemostatic valve has been assessed as MDR reportable. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the use of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 00001045 number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the hemostatic valve broke. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large broke upon insertion of the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the issue was resolved. No patient consequence was reported. Additional information received indicates the hemostatic valve did not break into two or more separate pieces, the hemostatic valve did not become detached from the sheath and there was no excessive bleeding. This issue of the hemostatic valve being broken has been assessed as MDR reportable.